Event description:
It was reported that an unknown manifold caused an occlusion alarm to occur on an unknown syringe pump. Multiple drips of total parenteral nutrition, calcium gluconate, antibiotics, and a non-baxter medication were running through the manifold with one link connectors at each port of the manifold connected to the double lumen central line on the patient. After 48 hours, the syringe pump alarmed occlusion. The lines with the one link connectors were flushed and the lines were sluggish, even after removing the one link connectors and reflushing. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.